Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. We have received correspondence stating that the device has been sent and is on the way back. Once the device has been received and the evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the flow diverter device failed to open in the middle and distal segment during an off-label procedure to treat an aneurysm modified in fistula. The aneurysm measured 5mm by 4mm and was located in the in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.5mm x 4mm. The middle segment of the flow diverter was positioned on a bend. The flow diverter had been deployed approximately more than 50% when this occurred. The flow diverter was resheathed less than or equal to two times. The flow diverter could not be totally resheathed as it was blocked by the sleeves. The flow diverter was resheathed and removed with the microcatheter from the patient. Post procedural imaging showed no slowing down of blood flow. No patient injury was reported as a result of the event. The patient¿s vasculature was reported to be sever e in tortuosity. It was also observed that the flow diverter could not exit the protective sheath smoothly and a continuous was maintain during the procedure. There was also resistance felt when the flow diverter was being navigated through the microcatheter.

Manufacturer narrative:
The pipeline flex delivery and the phenom 27 catheter were returned for evaluation. Approximately 1.0 cm of the distal tip coil appeared to be deployed outside the catheter tip. The remaining tip coil along with the delivery system was found to be stuck at the distal segment of the catheter. For further examination, the pipeline flex delivery system was then pushed out from the catheter lumen with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pipeline flex braid was found fully opened with moderately frayed at both ends. Kinks and bends were found on the pushwire near the proximal end. No more damages were found. There were no damages found with the catheter tip and marker band. The catheter body was found to be accordioned near the distal tip. No other damages found. The catheter was flushed with water and found to be patent. The catheter was then te sted by running an in-house mandrel through catheter tip and hub and it was able to pass through the catheter tip and hub with no issues; however, resistance was observed at the accordioned location. No other anomalies were observed. Based on the analysis findings and the event descriptions, the customer reports of ¿resistance during delivery¿, ¿failure to resheath¿ and ¿catheter resistance¿ were confirmed as the returned pipeline flex were found to be stuck within the distal segment of the phenom catheter. In regards to ¿failure to open at the distal end and middle section¿ issues, the customer complaint could not be confirmed as the returned pipeline flex braid was found fully opened with moderately frayed at both ends. The returned pipeline flex and the phenom catheter were found to be damaged. The customer reported that the devices were prepared per the IFU and a continuous flush with heparinized saline was maintained during procedure. In addition, the patient¿s vessel tortuosity was severe. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported resistance. From the damages seen on the catheter body (accordioning), proximal wire (kinking/bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex delivery system through the phenom catheter against resistance. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely opposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.